Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 erc clamp. The incident occurred in united states. Reportedly, the erc was shipped directly to the customer and installed by the user. After that, the device was confirmed to be working as expected. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report of an electronic remote clamp erc clamp that was not working during procedure. There is no report of any patient injury.